Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient started their trial (B)(6) 2016 and was removed on (B)(6) 2016. Since the (B)(6) the patient had pain when urinating. The patient also experienced blood and blood clots in their urine. The patient¿s caregiver stated that they have always had that since they had a tumor removed. The patient¿s caregiver stated that ¿since yesterday the patient had a little amount of blood, not too much blood but it was blood. The patient had already spoken with a healthcare provider and was given antibiotics and urinary tract infection medication. The patient also stated that it was ¿nothing to worry about.¿ it was also noted that the patient¿s change in therapy/symptoms were sudden.